Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows a tube with the hemogard closure off in a bag full of blood. The exact cause for the customer's indicated failure mode could not be determined. A total of 100 retained samples were visually inspected, all with the hemogard closure assembly correctly assembled and placed on the tubes, and no issues were identified. Additionally, 10 retained samples underwent functional tests, with all results being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after testing were observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin 83 units, there were stopper pops off with leakage seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. Lot number was not reported; however, three potential lot numbers were provided. The information for the lots is as follows: d4. Medical device lot #: 5076399 d4. Medical device expiration date: 31-mar-2026 h4. Device manufacture date:17-mar-2025 d4: unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 5048355 d4. Medical device expiration date: 28-feb-2026 h4. Device manufacture date: 17-feb-2025 d4: unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 5048357 d4. Medical device expiration date: 28-feb-2026 h4. Device manufacture date: 17-feb-2025 d4: unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were stopper pops off with leakage seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.